Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the stimulation/therapy kept turning on and off. The patient also stated that he noticed the amplitude will sometimes decrease on it's own as well. The issue began occurring in (B)(6) 2016. It was also noted that the patient had unrelated back infusions, and has rods and screws in his back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.